Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during clinical use, the cs300 intra-aortic balloon pump (iabp) units balloon ruptured causing blood to be drawn into the balloon, making it impossible to remove the catheter so it was removed surgically. Reportedly the patient's femoral artery got damaged during the removal of this iab catheter. As the surgical intervention was required, the patient was transferred to another facility. This iab catheter was removed surgically from the patient, then vascular prosthesis implantation was performed for the damaged femoral artery throughout the procedure. It was noted that an augmentation alarm was generated from the concomitant iabp unit when this event occurred; however any alarm related to blood detection was not generated. It means that blood was entering slightly and continuously the concomitant iabp unit and blood detection sensor might have been unable to detect it. The pump was not replaced and was continued to be used. It was reported that there was potential for harm. Related balloon complaint (B)(4).

Event description:
N/a

Manufacturer narrative:
Updated fields. Corrected fields: d4. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that the even was caused by the balloon leak of the concomitant iab catheter and not the iabp itself. The fse replaced the safety disk, crm, and the detector tube. The fse also replaced the battery as it was due for replacement and performed calibration. The unit was then in good condition.